Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was to be used in an unknown procedure performed on (B)(6) 2022. During preparation, the handle cannula was found broken as confirmed by a photo submitted by the customer. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: device code a0401 captures the reportable event of handle cannula break. Block h10: the returned trapezoid basket was analyzed, and a visual evaluation noted that the handle cannula was detached and has slight marks of the fastening screws. Additionally, it was found that the side car rx was pushed back out of specification. The depth of the fastening screws was measured, and the proximal screw has measurements out of the allowed tolerance. Media inspection of the photo provided by the customer also observed the detachment of the handle cannula. No other issues were noted. The reported event was confirmed. Based on all available information, the most likely cause is attributable to a manufacturing deficiency. Due that the proximal screw has not the suitable depth, (the depth was measured at 4 different points and all of them were out of specification), the proper fastening was not given, so the force applied when activating the device causes the detachment of the handle cannula leaving slight drag marks of the screws on it. Therefore, the most probable root cause is manufacturing deficiency. An investigation has been completed to address this issue and prevent it from happening again. Additionally, the detachment of the handle cannula in conjunction with the manipulation could have caused the push back of the side car rx. Therefore, the most probable root cause for this problem found during analysis is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was to be used in an unknown procedure performed on (B)(6) 2022. During preparation, the handle cannula was found broken as confirmed by a photo submitted by the customer. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event.